Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading an error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue possibly began on (B)(6) 2013 (at 8am). The error message is not known and reportedly appeared after countdown. The patient does not manage her diabetes with oral medication or insulin. According to the csr's documentation, the patient reportedly continued with her usual diabetes management routine and consequently five minutes later, the patient reportedly developed symptoms of dizziness, sweating, and weakness. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr noted the patient did not have her testing supplies available. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.